Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer was reporting inaccuracies with the blood parameter monitor (bpm) in reading when compared with their gem unit. Upon going on bypass,t he user was having to readjust the unit to their gem blood gas instrument. The units seem to be pretty close after we recalibrated. The potassium (k+) is still off by a few points. The device was not changed out, as the customer recalibrated and continued to use for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: after this unit was potted (nfc), blood gas values frequently did not match the gem 4000 (independent lab analyzer in the operating room). The pco2 and potassium (k+) had the largest variation from the gem 4000, but the po2 and ph were also effected at times. When the first in-vivo recalibration was completed, 10-15 minutes after the start of cpb, the accuracy was better than before the in-vivo recalibration, but still not as accurate as before the potting (nfc). The procedures were completed successfully, without delay and without associated blood loss. No harm was observed. The ccp stated that more samples were drawn for the gem 4000 during these procedures than had been done in the past.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Issue has been ongoing for last week and a half. Per the customer, this started after the (B)(4) representative performed the potting notice of field correction (nfc).